Event description:
Patient is suspected of having chemical colitis after procedure.

Manufacturer narrative:
The facility reported air channel caps occasionally pop off during reprocessing of an endoscope. Facility is unsure if endoscopes were reprocessed a second time following a cap disengaging from the scope during reprocessing. There were not any additional chemical colitis cases reported before or after this incident and the reprocessing machine was evaluated and functioning within specifications. Patient was hospitalized on (B)(6), 2011. In-service training was conducted at the facility on (B)(6) 2011.